Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite but no failure was observed. The customer reported that the issue was resolved by performing a cold restart at the end of the day. The customer also reported that they had been using the wired footswitch since the morning that the issue was identified. Although the issue could not be replicated, the customer indicated that it was an intermittent issue. The fse replaced the wireless footswitch and base station. The footswitch and base station were returned for analysis and analysis identified broken mechanical components that were considered the likely cause of the issue. No issue was found with the base station by the analysis team. After replacement of the footswitch and base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem with wireless footswitch responding. The system use at the time of event was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.